Event description:
It was reported that during a biliary stenting treatment procedure the device had difficulty advancing and retracting from the scope. A biliary stent 8.5fr/10cm had been selected to treat an unspecified biliary lesion. The physician initially encountered resistance in advancing the device through the non-bsc scope, but eventually was able to adequately advance the device to the target lesion and deploy the stent. The physician then attempted to retract the outer sheath, but the marker on the outer sheath became stuck on the scope tip. The physician removed the stent delivery system and scope from the patient as a unit. The physician cut the tip of the delivery system and the catheter was able to be separated from the scope. The marker remained on the outer sheath. There were no patient complications reported with the patient's current condition listed as "good".